Event description:
It was reported that the patient was implanted with a heartmate 3 on (B)(6) 2021. On (B)(6)2021 intra-aortic balloon pump (iabp) was removed. Postoperatively, the patient required a high dose inotropes for right ventricle (rv) support and rv remained severely depressed. The patient was extubated on (B)(6) 2021 but with worsening oxygenation the patient required transition to optiflow on (B)(6) 2021 and eventual reintubation for hypoxia, (B)(6) 2021. The patient developed acute kidney injury (aki) with inadequate response to diuretics, and was started on continuous renal replacement therapy (crrt) on (B)(6) 2021. The patient continued to decline, and on (B)(6) 2021 the patient was taken to the operating room for mechanical rv support and a 29 french protek duo catheter was placed in the right internal jugular (rij). During transesophageal echocardiogram (tee) on (B)(6) 2021, the protek duo cannula was noted to be proximal to the pulmonic valve. In addition, the presence of a clot was noted at the aortic valve. The patient was previously on aspirin orally and heparin drops. The patient was taken to the catheter lab and a new, longer 31f protek duo was placed for improved rv support. Hemodynamics improved, however the patient's liver function tests (lfts) remained high. Overnight on (B)(6) 2021 the patient developed acute bradycardia requiring atropine. Given the patient's ongoing rv failure despite mechanical support and overall poor prognosis, the patient was made a dnr after discussion with family. Current treatment was continued while awaiting for family to arrive into town.. Mechanical support was discontinued and the passed away on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported right ventricular dysfunction, hypoxia, acute kidney injury, thromboembolism, bradycardia, and patient outcome could not be conclusively determined during this evaluation. A cause for these events could also not be determined. The patient ultimately expired on (B)(6) 2021. Heartmate 3 lvas, serial number (B)(6), was not returned for investigation. The hm3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure, venous thromboembolism, arterial non-central nervous system thromboembolism, renal dysfunction, and death. This document states that right heart failure can occur following implantation of the pump and lists typical treatments for this condition. This document also lists thromboembolism as a potential risk and adverse event as well as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient went to the cath lab for rvad (right ventricular assist device) support via protekduo. While in the cath lab, it was discovered that the patient had an aortic root thrombus. Tee (transesophageal echocardiography) later confirmed. Heparin was continued. Patient continued to decline and it was decided to transition the patient to dnr (do not resuscitate) status on (B)(6) 2021. Patient passed away on (B)(6) 2021. The patient's death was not felt to be vad (ventricular assist device) related (normal pump parameters) and the pump would not be returning for analysis.